Manufacturer narrative:
Based on the available information, this event is deemed to be a reportable malfunction. Request was performed for additional information including lot number; however, lot number was not provided. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. Name: (B)(6). FDA registration number reporting site: 8021545 manufacturing site: 8021545.

Event description:
It was reported that patient faced an event where infusion set became detached from skin due to sweat on (B)(6) 2026.